Event description:
It was reported that the communicator is not connecting to the implantable neurostimulator (ins) since friday 2/13. Troubleshooting performed. Reset the communicator, close all apps on the handset and power the handset off/on. Caller reports the handset is in spanish, per patient's request. Continue to not be able to connect. Patient indicated that he just charged his implant. Suggest interrogating with clinician programmer app. Caller reports ins is currently 70% charged. Caller reports she is now seeing an error message: system detect the device has been reset. Por ID 0xfffffe30 0x88000000. Continue. Reviewed error code. Suggest resetting the communicator and close all apps on the handset again. Caller reports continue to not connect. Suggest changing language from spanish to english suggest close all apps and reset the communicator. No device found. Suggest re-link the communicator. Device cannot be found. A replacement communicator was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.